Event description:
It was reported that patient underwent a persistent atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention. There was a cardiac tamponade during pulmonary vein isolation (pvi). High force seen while giving ablation to the left pulmonary ridge. Then hypotension and tachycardia occurred upon ultrasound showing pericardial effusion. The procedure was abandoned and not successfully completed. While the surgical team were deciding if the patient needed to have surgical intervention in the cardiac catheter lab or if they were going to be taken to the operating room (or). Carto patches were removed to allow for space and also the patient interface unit (piu) was moved out. During this time the ref deca was unplugged which resulted in a cease of pacing from the cs. The patient was being paced through the cs at 100bpm, their intrinsic rhythm was 45bpm. The ref deca pin box was plugged back into the piu. However, there was a delay of 2-3 minutes to start pacing again. Patient had catheters removed and was transferred to the operating room without pacing support. An abbott deca catheter was used as the cs. The physician¿s opinion on the cause of this adverse event is that it was procedure related; a standard complication of pvi, left atrial (la) perforation. The patient's current status was reported as alive and in intensive care unit (ICU). The patient did require extended hospitalization because of the adverse event due to requiring evacuation of pericardial tamponade. The pericardiocentesis failed under x-ray and ultrasound therefore surgical team was required. Evacuation of pericardial tamponade was undertaken in theatre; unsure if further surgical intervention was needed. A transseptal puncture was performed with an unspecified (unknown) transseptal needle. The doctor did not state there had been a steam pop. The event occurred during ablation phase. The irrigated catheter was used in the event and the flow setting was 15mls. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Product investigation details: a picture was received for evaluation following biosense webster's procedures. According to picture provided by the customer, the carto 3 screen can be observed with the force value reached the 70g. This could be related to the high force reported by the customer. However, the cardiac tamponade reported by the customer could not be evaluated based on the photo received. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The product was discarded, therefore, no product failure analysis can be conducted and a root cause is unable to be assigned based on the current evidence. Note: investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).